Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia. Customer's blood glucose level was 176 mg/dl. Customer's current blood glucose level was 98 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer declined to troubleshoot. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.